Manufacturer narrative:
(B)(4). The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal unknown therapy intraperitoneally (ip) for chronic renal failure. On (B)(6) 2011, the patient contacted baxter (B)(4) technical services and reported he had experienced peritonitis on an unreported date that required hospitalization. The cause of the peritonitis was not reported. Remedial treatment was not reported. It was unknown if the event of peritonitis had resolved or whether dianeal unknown therapy was ongoing. Concomitant medications were not reported. The reporter did not provide an opinion of causality for the event of peritonitis.